Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: d10: concomitant med products and therapy dates: compact speed reducer device, (B)(6) 2024 device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device ran in a locked position, identified during service and repair, was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by japan that during service and evaluation, it was determined that the motor device ran in a locked position, was loose, had a worn bearing, produced excessive noise, had cord damage and cosmetic damage. It was further determined that the device failed pretest for visual assessment, loctite assessment, safety assessment and noise assessment. It was noted in the service order that that during an unspecified surgical procedure, it was discovered that the handpiece device came off. It was not reported if there were any delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.